Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the reported condition. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter USA received an email in corporate mailbox on (B)(4), 2011. The facility reported one (1) ce intermate sv 100 device for which the end of tubing fell off, found when unpacking. There was no report of patient involvement, injury, or medical intervention. It is currently unknown if the sample is available. No additional information.